Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post implant, the pulse generator was interrogated using two different programmers and each time, radiofrequency telemetry was unavailable. A message was displayed stating wand telemetry only. No intervention was reported.